Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit had an "iab loop leakage" alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eva), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: h6(health effect ¿ clinical code & health effect ¿ impact codes). Additional information: tel - (B)(6). It was reported that the cs100 intra-aortic balloon pump (iabp) had an "iab loop leak" alarm during use. There was no adverse event reported. The getinge field service engineer (fse) has stated that the hospital staff found that the polyurethane tube at the aortic balloon inflation end of the safety disk was damaged and needed to be replaced, and no personnel were injured. More than three (3) gfe attempts were performed to obtain additional information and no response was provided. If no response is provided, the complaint will be closed and, if new information and/or devices are available, the file will be reopened and updated. There was patient involved.

Manufacturer narrative:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an "iab loop leak" alarm during use. There was no adverse event reported. The getinge field service engineer (fse) has stated that the hospital staff found that the polyurethane tube at the aortic balloon inflation end of the safety disk was damaged and needed to be replaced, and no personnel were injured. Fse replaced the 5000-hour maintenance kit, safety disk and polyurethane tube, and the iabp worked normally. The equipment passed all factory-specified performance and safety indicator tests. The equipment has been delivered to the customer and can be used clinically.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.